Event description:
Patient was revised to address loosening at the cement/implant interface and subsidence of the tibial tray into varus. The manufacturer of the cement used in the primary surgery is unknown. Minimal poly wear was also reported.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. Requests for additional investigational inputs were made in accordance with (B)(4). Unsuccessful attempts were made to try to obtain additional information. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.